Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the cooler heater unit has zero flow on all three cardioplegia (cpg) settings. The motor operates normal. This occurred while he was doing a loaner install inspection. There was no pt involvement.

Manufacturer narrative:
This complaint is related to MDR #1828100-2014-01037. The fsr suspects a bad pump or the tubing is plugged. The fsr did not service this unit any further. The customer received new cooler heaters from a competitor and may return the suspect unit to the distributor. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.